Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delamination.

Event description:
Patient reported left side "an ultrasound scan examination recently revealed delamination", and "unpleasant sensations/very strong burning sensation in the left breast." Device remains implanted.